Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was used for a surgical task and had an issue. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips open and closed properly. The grips clip test was performed and failed intermittently. The clip test failed three times out of five attempts. Additional observations not reported by site: 1. The instrument was found to have a loose grip cable at the distal end. The loose grip cable likely caused the intermittent clip test failure. 2. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. .